Manufacturer narrative:
(B)(4). Revoked asr exemption number e1997036. '"Report late due to asr to individual reporting transition"'.

Event description:
Implant failed due to primary stability couldn't be achieved.